Manufacturer narrative:
The complaint sample was returned to greatbatch for investigation and the reported event was confirmed. The flexible shaft wires were broke just before the quick coupling adaptor and the wires were distorted and tangled. There were signs of wear throughout the complaint sample including scratches, nicks and gouges. A manufacturing review did not reveal any discrepancies. The reported event is attributed to wear. Date greatbatch was made aware of the complaint. It was discovered during review of malfunctions leading to previous adverse events that this complaint was not filed via emdr for the quick coupling (flexible) breakage during surgery. The appropriate correction has been implemented to ensure this malfunction will be filed via emdr accordingly. Report source distributor, (B)(4), is foreign as they're located in (B)(4).

Event description:
It was reported during an unknown patient procedure that during surgery when the surgeon was drilling a screw through the acetabular shell the flexible drill shaft separated into two (2) pieces. The agent had a second instrument on hand which the surgeon used to complete the procedure successfully. No adverse events were reported as a result of the malfunction.